Event description:
It was observed via homemonitoring that the device shows the eri status. The ICD was replaced. Please note this ICD is affected by a field safety corrective action, bio-lqc, initiated in march 2021.